Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that atherectomy was performed in the circumflex artery using a diamondback coronary orbital atherectomy device (oad) and a non-abbott guide catheter. Post atherectomy, upon removal of the oad, it was noticed that the viperwire coronary guide wire had broken into two portions and about 2-3 cm of the radiopaque part of the guidewire remained in-vivo. A stent was placed in the treated area. It was noted that six treatments were performed prior to guidewire fracture. There were no major complications with the patient reported.

Event description:
It was reported that atherectomy was performed in the circumflex artery using a diamondback coronary orbital atherectomy device (oad) and a non-abbott guide catheter. Post atherectomy, upon removal of the oad, it was noticed that the viperwire coronary guide wire had broken into two portions and about 2-3 cm of the radiopaque part of the guidewire remained in-vivo. A stent was placed in the treated area. It was noted that six treatments were performed prior to guidewire fracture. There were no major complications with the patient reported.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported material separation resulting in embolism and unexpected medical intervention appears to be related to user error. In this case, it is likely that the material separation resulting in embolism and unexpected medical intervention is due to device placement and use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated fields: g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions); health effect - clinical code (correction)